Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference manufacturer report: 3006705815-2018-00304. It was reported the patient's lead had migrated as confirmed by x-ray. Surgical intervention was taken to explant the migrated lead with a new lead being implanted. Reportedly effective therapy was restored post-operatively.